Manufacturer narrative:
Returned screw examined under magnification. Screw fractured at the transition from locking threads to straight threads. Fracture surface appears brittle in nature, indicating that a single overload event caused the fracture. Approximately 4 threads on distal screw fragment have been significantly deformed. Additional mdrs associated with this event: 3025141-2018-00328: plate.

Event description:
A screw that had been placed in an aculoc2 plate broke post op as seen on x-ray before routine hardware removal surgery.